Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, foreign material was confirmed in the forceps elevator wire pipe (k-pipe). It was not possible to identify the foreign matter. A definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, ultrasound gastrovideoscope experienced foreign material in the forceps elevator wire pipe (k-pipe). There were no patient involvement.